Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Event description:
New information received notes that the lead has been capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.